Event description:
Event description guidant/crm received information that due to twiddler syndrome this patient's device was 'flipping in the pocket' causing the patient to have high thresholds and pacing impedance dropping. When the pocket was opened there was cracked insulation damage at the is-1 rate sense portion of the lead. The rate sense portion of the endotak dsp lead was capped. The high voltage remains active. A new rate sensing lead was added to the system without issue.